Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are unable to determine the root cause of this event. If any additional relevant information is rec'd, a supplemental MDR will be submitted.

Event description:
It was reported that during a pci procedure, a balloon rupture occurred. The lesion being treated was located in the severely tortuous, calcified and totally occluded mid left anterior descending (lad) coronary artery. Another manufacturers 1.5mm balloon catheter was used to predilate the lesion. The maverick2 monorail balloon was then inserted for predilation but ruptured at 10 atms on the initial inflation. The procedure was successfully completed with deployment of a 3.00mm taxus express2 drug eluting stent. No pt injuries or complications were reported. Pt status is reported as "good".